Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that multiple cartridge alarms (20, 30) occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 364 mg/dl.